Event description:
During phone follow-up with the customer facility, it was reported that an automix compounder would display the last known weight of the final container after finishing compounding and removing final bag. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation, and the reported condition could not be confirmed. This complaint is an ancillary of (B)(4). The device passed testing and no failure could be detected. The cause of the event is unknown. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up MDR will be sent. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). (Date should have been (B)(6) 2010 in the initial medwatch). Baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported problem was not confirmed or duplicated during evaluation. The root cause was not determined. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.